Manufacturer narrative:
The endowrist vessel sealer instrument has not been returned to isi for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during use of the endowrist vessel sealer instrument, it was reported that the patient's tissue was not adequately sealed. While there was no patient harm, adverse outcome or injury reported, recurrence of the reported malfunction could cause or contribute to an adverse event. It is unknown what caused the vessel sealing issue.

Event description:
It was reported during a da vinci-assisted surgical procedure, the endowrist one vessel sealer instrument was not sealing tissue. The surgeon indicated they were having difficulty applying energy. After the or staff cleaned the instrument, the auto-stop feature indicating that the tissue did not desiccate completely did not sound, which indicates that energy was not being delivered to the instrument normally. The planned surgical procedure was completed without patient harm, adverse outcome or injury due to the sealing issue. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain information about the reported complaint, however, no additional information has been received as of the date of this report.